Event description:
Caller reported damage to the pump housing, specifically at the usb port and pins, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer will continue to use the current pump while technical support arranges a replacement, and provided a pre-paid label to return the damaged pump within 10 days. Customer was instructed on putting the pump into storage mode before returning it and acknowledged the instructions provided.